Event description:
Covidien ventilator stopped cycling and pt was ambu bagged until a new ventilator was found. Dates of use: 2009. Diagnosis or reason for use: admitted to ped ICU. Event abated after use stopped or dose reduced: yes.